Manufacturer narrative:
This product is not marketed in the u.s. (B)(4); claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, -04.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was removed and replaced for a longer length lens during initial surgery on (B)(6) 2020 due to low vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, dry, residue/debris on product. Visual inspection found haptic torn, bent, and deformed with residue and debris on lens. Claim# (B)(4).